Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with an unnecessary threshold suspend. The patient's sensor glucose was below 40 mg/dl but her blood glucose was 153 mg/dl. At the time of call the sensor glucose and blood glucose readings were within an appropriate range, 111 mg/dl and 140 mg/dl respectively. Troubleshooting was initiated for the discrepancy in the sensor glucose and blood glucose readings. The mother was advised on proper sensor insertion and usage, and she was told to call back if she had any further questions or concerns. No products were shipped or returned.